Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with possible software lock-up when viewing egms. An unrecoverable error was received that required a reboot. The issue was not reproducible as reinterrogation was successful. It is unknown if it was a programmer specific issue or implantable cardioverter defibrillator specific. No patient symptoms were reported.